Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient was admitted to the hospital for pain on (B)(6) 2014. The pump was increased two days later. The patient resolved without sequelae on (B)(6) 2014. It was later reported the system was being used to deliver dilaudid, bupivacaine, baclofen, and clonidine.